Event description:
The customer was using the saalt menstrual cup for the first time. She tried to remove the cup after wearing it for 10 hours (5 of those hours sitting in a car) and was unsuccessful. She tried all of the tips from the instructions and watched many youtube videos, but was still unable to remove the cup on her own. The customer stated that she was able to reach the base of the cup but could not pinch or squeeze it to remove. She decided to go to the emergency room where the doctor was able to retrieve her cup. The cup was discarded while at the ER. The customer stated that she had originally intended to purchase a small cup but inadvertently bought a regular. In her communications with saalt, when offered a replacement cup, she felt confident that a small cup would allow her to be more successful. The device was not returned for evaluation as it was discarded after removal. The reported event is addressed in the labeling. The device history record (DHR) was not reviewed as that information was not given by the customer. The event is not a new or novel event, and based on the severity of the individual occurrence, no CAPA is required at this time. Additional actions which may include CAPA activity and/or escalation of noted issues will be taken if an outlying trend for an event is noted. The reported event could not be confirmed as the device was not returned for evaluation. The most likely root cause of the reported event could not be conclusively determined. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup."